Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the site rite prevue is intermittently "glitching" and freezing. The touchscreen does not always work and the system intermittently cannot be shut down.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported issue of the system freezing and failing to shutdown were confirmed. The root cause of the system freezing and failure to shutdown was identified as a malfunctioning front enclosure. The manufacture site reported that the scanner passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the site rite prevue is intermittently "glitching" and freezing. The touchscreen does not always work and the system intermittently cannot be shut down.